Manufacturer narrative:
Device evaluation was completed prior to initial MDR submission and should have been included on the initial MDR. It was identified to be in error on 18 jan 2017. Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the adjust and limit needle valves and performed adjustments to the zero and span, pr2 regulator, and pr6 regulator. The fsr performed the patient circuit calibration and performance check and the unit passed. The unit is operational and meets manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that although the ventilator passes the patient circuit calibration and performance check, the user cannot set the unit for low mean airway pressures (map). The customer stated that new users have been using the limit knob as the "primary". There was no patient involvement associated with the reported issue.